Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. This rv lead was replaced with same model. No additional adverse patient effects were reported. Additional information was received which indicated that this lead had an acute bend and lead insulation was compromised.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. The lead remains implanted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. This rv lead was replaced with same model. No additional adverse patient effects were reported. Additional information was received which indicated that this lead had an acute bend and lead insulation was compromised.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. This rv lead was replaced with same model. No additional adverse patient effects were reported.